Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 7f sheath hole prior to a interventional micra pacemaker implantation procedure. The first prostyle suture was successfully pre-placed. Reportedly, when the plunger was withdrawn, the suture was not present, as a cuff miss occurred with the second prostyle device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 23f sheath, and the micra pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.